Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event of peritonitis occurred at a skilled nursing facility. The peritonitis was manifested by pallor, weakness, abdominal pain, and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamycin (dose, frequency, and duration not reported) for peritonitis. It was not reported if pd therapy was ongoing. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. The peritoneal dialysis registered nurse confirmed there was not break in aseptic technique; however, the patient was retrained on proper aseptic technique. No additional information is available.